Event description:
The sales representative reported on behalf of the customer that the ultra surgical smoke evacuation pencil plpul2520 device was being used on (B)(6) 2026 during a spine procedure when it was reported ¿during multiple spine cases that the plastic portion where the electrode is inserted has broken off during a case.¿ further assessment questioning found that the fragment was retrieved from the surgical site. The procedure was completed with the use of the same alternate device and a 4-minute delay. There was no report of injury, medical intervention, or extended hospitalization for the patient or user. The current status of the patient was reported as "stable". This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.